Event description:
During device preparation, the generator would not boot up and presented a blank screen. The generator was turned off and on but there was no resolution. The patient was on the table and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported boot up issue was confirmed upon connecting the generator to an external power source. The system did not continue further and was stuck on the white screen. Based on the provided information and the observed symptoms we determined that the microprocessor was faulty. The upper assembly was replaced and the reported event was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.